Manufacturer narrative:
Corrected information has been provided in d1 and d4. Thrombocytopenia, hypotension: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the root cause of the device in wrong position was most likely use related as the pump was positioned deep into the ventricle based on provided clinical details and data log analysis. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was most likely use related due to positioning issues as based on the clinical details it resolved both times the pump was repositioned.

Event description:
A seventy-two-year-old male presented to the emergency department with shortness of breath. He was diagnosed with a non-st elevation myocardial infarction. His ejection fraction was thirty-five percent. Left heart catheterization revealed diffuse disease in the left main coronary artery as well as disease in the right coronary artery. The patient was referred for coronary artery bypass grafting. An impella cp device was placed on (B)(6) 2025, to assist with ventricular unloading and provide additional hemodynamic support. After placement, the pump position was noted to be at five and a half centimeters. The patient received boluses of nitroglycerin. The physician repositioned the device under echocardiographic guidance, and all hemodynamic metrics improved. Subsequently, the patient developed hemolysis, suction events, and negative left ventricular diastolic waveforms following the earlier repositioning. The physician again repositioned the device under echocardiographic guidance, and metrics improved. Later, the patient was noted to have elevated plasma free hemoglobin with the device positioned at five centimeters. The device was repositioned to three and a half centimeters, and the next plasma free hemoglobin measurement decreased to thirty-two, which follows standard troubleshooting for hemolysis. The patient continued to require increased pharmacologic support, and there was concern for right ventricular involvement. A decision was made to escalate to extracorporeal membrane oxygenation. The patient was transitioned to combined impella cp and veno-arterial extracorporeal membrane oxygenation support. The patient developed thrombocytopenia and received one unit of platelets. On (B)(6), the patient was escalated to an impella 5.5 device. The impella 5.5 device was explanted on (B)(6) 2025.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.